Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparotomy gastrectomy, when attempting to resect duodenum, the anvil fork suddenly came off. Another device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit displayed a full complement of staples and the interlock was engaged. Functionally, the instrument interlock was reset and the instrument was applied with no abnormalities. It was reported that a component disengaged from the device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue is likely to be created as a result of the anvil/nose incorrect position, which was moved, altered, during incorrect instrument closure. Due to incorrect closure of the instrument, the anvil is moved toward the direction of the tip and subsequently advancing the anvil nose (tip was partially disengaged as received) that may lead to an anvil falling during clinical leaving marks at the nose area as identified during visual evaluation. This aligns with the replicate in which similar marks of the complaint nose tip were exhibited in a unit forced to close incorrectly. Marks were caused by the anvil end when pushed against the nose tip area of contact. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure to select a single use loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Failure to advance the handle completely may result in unacceptable staple formation, which may compromise the integrity of the staple line. If information is provided in the future, a supplemental report will be issued.